Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 300's mg/dl range. The customer alleged the pump was the cause of the elevated bg levels; no alarms or issues were observed with the pump during this event. Supply changes would be performed and correction boluses would be delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.